Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. No issue were detected during testing. The battery was returned to the manufacturer for analysis. Analysis found that no issues were detected when connected to accompanying ups. When connected to a test system and charged overnight, the system shutdown immediately when disconnected from ac. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while a manufacturer representative was talking with the site about pulling images from electronic picture archiving and communication systems (pacs), the system shut down on its own. The site was unable to power the system back up. The system was unplugged from the wall for 30 seconds. It still would not boot up. The system had been plugged in overnight. The system had previously received the battery error message according to the site but they could not specify when. When this occurred, the site just hit okay and proceeded. There was no patient present when this issue was identified.